Manufacturer narrative:
The device was received for evaluation. Evaluation determined that the device outer tube was bent. The distal end and optical unit was damaged. Moisture was found on the cover glass underneath the eye cup and no image found. As stated on the IFU and as a preventive measure: prior to each use, examine any electrode and its insulation for damage; do not use if damaged. Inspect the entire surface of the scope for dents, protrusions, or other irregularities. Feel the entire shaft with fingers, checking for irregularities. Do not use if damage is found.

Event description:
It was reported that the m3-gold autoclavable for oblique telescope 30 deg device was dropped prior to the procedure. There was no patient or user harm and injury reported due to the event.